Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The device alarms and displays lec 46510. Mainboard needs to be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was: error 46510. There was unknown patient involvement and unknown patient harm/adverse event reported.